Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# v655173045 implanted: (B)(6) 2011. Product type lead section d information references the main component of the system. Other (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they would get an intensity cannot be achieved message when turning up the stimulation and the issue began about 3 days ago. Patient could turn the stimulation down and turned the stimulation that the stimulation was helping a little bit but their sciatic nerve going down the leg was hurting. Patient tried all 3 of their 'categories' but the issue did not resolve. During the call patient confirmed they got the settings not available message. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number. Additional information was received from the patient on (B)(6) 2024. They reported that some of the leads were bad and they met with the mdt rep, who reset to use another lead that was good